Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.75x8 xience prime referenced is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2013, following predilatation, a 2.25x23mm xience prime stent was implanted in the 1st diagonal coronary artery lesion, a 2.25x12mm xience prime stent was implanted in the left atrioventricular coronary artery lesion and a 2.75x8mm xience prime stent was implanted in the proximal left circumflex (cx) coronary artery lesion. On (B)(6) 2015, the patient was hospitalized for unstable angina. Restenosis was noted in the 2.25x12mm xience prime stent, implanted in the left atrioventricular coronary artery lesion. Another percutaneous intervention was performed in the right coronary artery (rca) new lesion. On (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2016, the patient was hospitalized for unstable angina. The distal cx contained plaque shifting into the 2.75x8mm proximal cx xience prime stent. Another percutaneous intervention (pci) was performed in the proximal cx, distal cx and in the restenosed 2.25x12mm xience prime stent implanted in the left atrioventricular coronary artery lesion. A non-xience prime stent, implanted in the proximal cx, had restenosed and another stent was implanted as treatment. Balloon angioplasty was performed in the distal cx. The condition resolved without sequela. There was no additional information provided.